Event description:
Rn started an IV on the patient. The IV went in easily until the rn tried to thread the last 1/4 inch of the catheter. The rn then noticed that blood was leaking out of the end of the catheter closest to the pink hub. Rn realized the catheter was defective and tried to retract the needle. The needle would not retract. Rn grabbed the end of the pink hub and it pulled away from the patient without the catheter. Rn was able to grab the end of the catheter and pull it out before it migrated into the vein. Rn noticed that the catheter nearest the pink hub had a large hole in it.